Event description:
It was reported that there was a noise warning and possible undersensing on the right ventricular (rv) lead. It was noted that even with the possibility of undersensing, ventricular fibrillation (vf) was detected and appropriately treated the arrhythmia. The shock terminated the arrhythmia, however, post shock the patient was noted to be in a 100% paced rhythm with no mechanical response. The patient subsequently passed away.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.